Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the right arm was showing signs of skin mottled, tight, and no pulse present. The vascular was aware of the situation and monitoring for compartment syndrome, but at that time was choosing to wait as pulse is ¿intermittent.¿ however, due to increasing ischemia to the right upper extremity and ue duplex showing no flow to radial and ulnar arteries, the physician decided to remove the impella at bedside.